Event description:
It has been reported to philips that, there was no geometry movements. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that there were no geometry movements. Due to the warranty not being active, a quotation cannot be created. The contract has been rejected. No service has been performed by philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.